Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 64 mg/dl at the time of the incident. The customer was at 140 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as not feeling well and inability to talk. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as they ate, did not bolus, and then went low. Troubleshooting was completed but did not resolve the issue. The customer had shingles but was getting over that. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents,unexpected restart rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify over delivery anomaly due to buttons not responding. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.